Event description:
I received a cionic neural sleeve in (B)(6) 2023. This is an FDA approved device that uses ai(artificial intelligence) and functional electric stimulation to help me walk. On (B)(6) 2023 the battery overheated and burned me. The battery was replaced by the company. In (B)(6) 2024 I developed a severe allergic reaction to the gel pads. This caused my skin to turn bright red, flaky, and itchy. My skin wept. I have been unable to wear the sleeve since without my skin getting extremely nasty.